Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter flashed something on the screen but he could not see what it was since he has vision problems. This complaint is classified according to the documentation of the customer care advocate. According to the patient, he had problems with the subject meter on (B)(6) 2014 and subsequently developed symptoms of ¿dry mouth, dizziness, and heavy urination.¿ based on the lfs meter readings, the patient managed his diabetes with more food/drink on (B)(6) 2014. The following day, the patient was brought to the ER and tested at ¿455 and 500 mg/dl.¿ he reported was treated at the hospital with IV fluid. The reported issue was not resolved with troubleshooting since the patient did not have the subject meter at the time of the call to lfs. This complaint is being reported because the patient had symptoms suggestive hyperglycemia and required medical intervention for high blood glucose while he managed his blood glucose with the lfs meter. The lfs product was replaced.